Manufacturer narrative:
E.1. Initial reporter phone #:(B)(6). H.6. Investigation summary: material #: 367968. Lot/batch #: 2342055. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while bd vacutainer® sst¿ blood collection tubes, there was underfill of one tube. No patient impact reported. The following information was provided by the initial reporter: "the child came to our hospital for treatment due to myocarditis. On (B)(6) 2023, the nurse used a disposable vacuum blood collection tube when collecting blood from the child. It was found that the disposable vacuum blood collection tube had no negative pressure. She immediately stopped using it and replaced it with a new disposable vacuum blood collection tube."